Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp), regarding a patient receiving baclofen via their implanted intrathecal pump. The manufacturer/type of baclofen and drug lot number was unknown. The indication for use regarding the pump was intractable spasticity and head/brain injury. It was reported that the patient had experienced prolonged immobilization. The patient had been quadriplegic for 28 years from a c56 transection injury and had a lower extremity (le) rhizotomy, but spasticity in their upper extremity (ue) required a baclofen pump placement 12 years ago. It was noted that assistive devices had included a wheelchair. Additional information has been requested regarding the patient's symptoms, medications at the time of the event, cause of the pump placement, troubleshooting, diagnostics, interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.